Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse replaced the main incubator to correct the problem with slipping steps. The customer ran controls (all within range) and the fse verified proper operation. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective incubator. This report is being submitted due to a retrospective review conducted under CAPA(B)(4) .

Event description:
On (B)(6) 2017, a customer reported error 4407 incubator rotation overrun with the aia-2000 analyzer. The customer is unable to run afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.